Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "two proglide devices failed". The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information was received: it was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was applied for 20 minutes to achieve hemostasis.